Manufacturer narrative:
Cont. H.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Cyst-ndr: not applicable as the event is not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii-iii.

Event description:
Healthcare professional reported capsular contracture baker grade ii-iii and ¿simple bilateral cysts¿, ¿solid nodules, ovoid, hypoechogenic, of circumscribed margins, suggestive of fibroadenomas, size 15 mm cse md (right breast), 12mm csi md (right breast)¿. Device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Lump/nodule-ndr: unable to observe as it is not related to the device. Cyst-ndr: unable to observe as it is not related to the device. Additional observations: observed deformation on the device. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: b5, d9, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade ii-iii healthcare professional also reported ¿simple bilateral cysts,¿ and ¿solid nodules, ovoid, hypoechogenic, of circumscribed margins, suggestive of fibroadenomas, size 15 mm cse md (right breast), 12mm csi md (right breast)" which are not device related. Device has been explanted and replaced.